Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence based on the complaint event. The thrombus formation was confirmed with objective evidence. A definitive root cause cannot be determined because the images were unavailable for further investigation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.

Event description:
Edwards received notification of an evoque valve in tricuspid position where post procedure, after an unknown implant duration (less than fifty days), valve thrombosis was identified through echocardiography with a gradient between 6-8mmhg. Patient was under marcoumar medication before the valve implantation, and this was continued after the procedure. Immediately post-procedure, valve functioning was optimal: peak inflow gradient of 3, mean inflow gradient of 2, and right ventricle (rv) mild dysfunction. After an unknown implant duration, patient presented to the hospital with nose bleeding and presented with symptoms of exertional dyspnea. The anticoagulant therapy/doses were changed. The valve function was assessed and valve thrombosis was identified through echocardiography with a gradient between 6-8mmhg. Anticoagulant doses were increased; oral anticoagulation following evoque implantation was phenprocoumon. The patient was admitted to the intensive care unit for thrombolysis. The patient later suffered from severe bleeding in the abdominal wall with heavy blood loss (transfusion 10 x ek and 4 x ffp). Patient was transferred to the general ward and low-dose heparin was resumed. However, the hematoma in the left lower abdomen continued to progress. Due to clinically relevant bleeding, anticoagulation was again paused. The patient was transferred in frail condition to the acute geriatrics department for further mobilization. Valve function at discharged was ok after systemic lysis.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus was confirmed with objective evidence based on the complaint event and image evaluation. The root cause of this event cannot be determined based on the information available. However, no data suggests a device malfunction related to an edwards manufacturing deficiency. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.